Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/09/2024, a sales representative reported via sems(B)(4) that an ar-4092 thread distractor (from the agency bio-uni sets) broke during a case. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/11/2024: the device was cold welded to a disposable piece in a bio uni procedure on (B)(6) 2024. They had to use a freer to release the graft from the disposable piece. There was only a slight delay, and the patient did not experience any adverse effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.